Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The suture separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It is likely that an interaction with patient anatomy or suture/ link pulled until it breaks contributed to the reported suture retrieval issue. It is possible a suture snag occurred during harvest leading to the separation of the posterior needle tip from the suture; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported this was a venotomy closure of an unknown vessel using a proglide device after an interventional procedure with a small-bore sheath. Reportedly, with two proglide devices, a suture break was observed after removal of the plunger. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.